Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump was not alarming. The customer's blood glucose was unknown at the time of incident. The customer reported that the blood glucose went down during hospitalization. The customer reported that the blood glucose would go high when treating with the insulin pump. The insulin pump will be returned for analysis.